Event description:
It was reported that due to worsening of right ventricular sensing and pacing parameters over time, an induction test was performed. Sensitivity parameters were temporarily reprogrammed and the test was successful. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.